Event description:
It was reported that pump displayed malfunction code and had associated fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset procedure, confirmed malfunction did not recur after reset, and was advised to continue using pump with no further action needed.